Event description:
It was reported that during a device changeout, the leads were checked with the analyzer with impedances of 300 ohms. When the new device was connected to the leads, the impedance was 9999 ohms and the lead was not capturing at maximum output. The device was disconnected and the leads once again tested 300 ohms with the analyzer. A new device was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.